Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital for approximately 3 days due to low blood (bg) level of 49 mg/dl. Cause was unknown, however, territory manager alleged customer potentially over bolused. Customer was treated with a intravenous fluid drip. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.